Manufacturer narrative:
E1: reporting information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse performed calibration and could not restore. It was recommended to replace the touchscreen for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer has not responded regarding how to proceed with the replacement of the touchscreen for this demo unit, if it will be repaired despite multiple attempts made to gather this information. At this time, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.